Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), and batch: 7078342/7079635.

Event description:
It was reported that the patient experienced signs of infection at the ipg site following an implant procedure. The patients wound site had not reacted as well as expected. The patient underwent an explant procedure wherein all device components were removed and were not returned. The patient was placed on antibiotics and was doing well postoperatively.